Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer's blood glucose level was 6.4 mmol/l at the time of the incident. There was no troubleshooting performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, and active current measurement. Detailed trace analysis confirmed the pump alarmed low battery and then power error 25 alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump ws received with scratched case, pillowing keypad overlay, and minor scratched lcd window.